Manufacturer narrative:
With review of available information there were no device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The site indicated that they believed some residual clot may have remained in the left ventricle and was projected forward following the external shock the patient received after experiencing cardiac arrhythmia. Based on the available information clinical factors that may have contributed to the reported event include the patient's perioperative condition, the implant procedure, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Serious and life threatening adverse events have been associated with the use of this device.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period.  Cardiac arrhythmias is a known potential complication associated with all patients implanted with vads.  The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU.  The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on the first operative day post-lvad implant procedure this patient experienced ventricular tachycardia requiring external shocks and an intravenous amiodarone drip. On (B)(6) 2016, the patient complained of left-sided upper & lower extremity weakness, slowness to respond and visual deficit. Head CT scan results revealed multifocal infarcts. The patient was started on aspirin 81 mg daily and warfarin with an inr goal of 2.0-3.0. He was discharged home on (B)(6) 2016 with minimal residual left-sided weakness was last reported to be doing well at home.